Manufacturer narrative:
The vacuum pump, oil return valve, and male connector tube were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the smoke/haze issue is the vacuum pump, oil return valve, and male connector tube. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered smoke or haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.